Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a patella tendon repair the green handle tap became loose and was just spinning. The handle had to be sawed off and then the tap was removed after chucking it up to the drill then running it in reverse. All was removed and the case was completed with no further issues. The patient is fine to date. The patient was (B)(6) and the bone quality was very hard.